Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event. It was further reported that the new power cord was received and although the remote monitor was able to receive power it was not able to complete a transmission. The monitor was replaced.

Manufacturer narrative:
The analysis results were further reviewed. These test results meet the specification for the power supply (<(><<)>11.5vdc). The input range for the monitor is 6-9vdc. Under load, when connected to the monitor, the power supply voltage decreases. A loaded test was not performed and therefore it is unknown if the loaded voltage of these supplies is in the operating range. However, the supplies show no evidence of malfunction and meet the power supply specification. It is highly unlikely that these supplies caused the reported failure.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported by the patient that the previously working remote monitor was no longer receiving power. The attempt to reset the monitor by unplugging and replugging in the power cord was not successful. A new power cord was sent for the patient to try. No patient complications have been reported as a result of this event. It was further reported that the new power cord was received and although the remote monitor was able to receive power it was not able to complete a transmission. The monitor was replaced. It was further reported that the monitor has been returned.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis found that the power supply voltage was out of specification high. The monitor was able to power up with this output, although component damage in the monitor could result from a high voltage from the supply.